Event description:
Rec'd report of canister fluid backup to pt. While suction canisters were hooked in tandem, the first catheter filled but did not flow over to the next canister. Fluid backed up toward the pt during an outpatient surgical procedure. The fluid backflow necessitated an inpatient admission for antibiotic therapy. Subsequent wound cultures were negative for bacterial infection. The pt was discharged without further event.